Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this pacemaker and non boston scientific right atrial (ra) lead exhibited pace impedance measurements of greater than 2,000 ohms, resulting in a lead safety switch. Previous episodes of high out of range pace impedances were observed. Noise was also observed during unipolar configuration, resulting in inappropriate atrial tachy response episodes. It was noted that the noise has the appearance of minute ventilation oversensing. Boston scientific technical services (ts) discussed troubleshooting options with the health care professional. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and non boston scientific right atrial (ra) lead exhibited pace impedance measurements of greater than (B)(4) ohms, resulting in a lead safety switch. Previous episodes of high out of range pace impedances were observed. Noise was also observed during unipolar configuration, resulting in inappropriate atrial tachy response episodes. It was noted that the noise has the appearance of minute ventilation oversensing. Boston scientific technical services (ts) discussed troubleshooting options with the health care professional. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker and non boston scientific right atrial (ra) lead exhibited pace impedance measurements of greater than 2,000 ohms, resulting in a lead safety switch. Previous episodes of high out of range pace impedances were observed. Noise was also observed during unipolar configuration, resulting in inappropriate atrial tachy response episodes. It was noted that the noise has the appearance of minute ventilation oversensing. Boston scientific technical services (ts) discussed troubleshooting options with the health care professional. Additional information provided this pacemaker was explanted due normal battery depletion. Another pacemaker was implanted to complete the procedure. This device has been returned and analysis performed. No adverse patient effects were reported.